Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced lines in the image and error e218. This issue occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure lines in the image was confirmed but the error e218 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and e311- white balance incomplete a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, stripes occurs and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.